Event description:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx indicating that the paddle tray was damaged. There was reportedly no patient involvement. The asp evaluated the device onsite and it was determined that this was a malfunction of the paddle tray. The customer replaced the paddle tray on their own since the device was out of warranty. The device according to the customer was returned to full functionality. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.